Event description:
It was reported that the 3.5x19 mm graftmaster stent was being used off-label to stabilize a large saccular vein graft aneurysm; however, it failed to cross due to poor backup support from the guiding catheter and and the guide wire. After positioning a non-abbott guide wire for support the graftmaster stent delivery system was able to cross and was deployed successfully; however, as contrast was still seen leaking into the aneurysm it was decided to implant another graftmaster stent for complete coverage and stabilization of the aneurysm, so a 4.0x12 mm graftmaster was implanted overlapping the end of the deployed graftmaster. The procedure was considered successful with the patient in stable condition without chest pain. No additional information was provided. Analysis revealed the graftmaster was used after it's expiration date.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: grandslam; guide cath: amplatz; embolic protection: filter wire ez. Device code (B)(4): indications for use; use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Further, a review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of (B)(6) 2012 and the implant procedure date is (B)(6) 2012 which is approximately 3 months post expiration. It should be noted that the IFU states to carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date. Based on the information reviewed, there is no indication of a product deficiency.